Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was not in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open and the phenon catheter deformed. It was confirmed that the ped was opened by attempting a small deployment once at the middle cerbral artery (mca). However, it did not open very much, even when it was opened around 1/4, so it was resheathed. After that, it was placed from the anchor and started, but the position was slightly distal, so an attempt was made to resheath, but the resheath could not be performed. Several attempts were made to resheath the system front and rear, and so forth, but it was not possible. When the product was removed, the sleeve turned inward, and the stent had an overlapping form; therefore, it was believed that it could not be resheathed. Furthermore, the microcatheter was also slightly deformed, so similar to the ped, a new product was taken out, and the treatment itself went well. The catheter was flushed as indicated in the instructions for use (IFU).  The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The max diameter was 6.5mm and the neck diameter was 3.4mm. The distal lansinf zone was 3.4mm and the proximal landing zone was 4.0mm. Vessel tortuosity was moderate. The access vessel diameter was 2.6mm-4.4mm. The patient did not experience any symptoms or adverse events.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.